Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. Device testing revealed results within normal limits. A CT scan revealed extracochlear electrodes. The recipient reportedly experienced device migration. The recipient's device was repositioned on (B)(6) 2024

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section b.5. On february 23, 2024, the recipient's device was repositioned. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.